Event description:
Fitted with pessary for prolapsed bladder. Developed perineal irritation. Left out for a while, when reinserted 2 weeks later, developed the irritation, continued to use, and removed at night. Began to develop jaw pain, constipation, joint pain, and rectal bleeding from constipation. Also developed sob with exertion, left leg pain and burning with left foot dragging. Pain also developed in right and left hip. Began to have body puffiness and stiffness, red rash over trunk of body and hives at night. Right shoulder developed sharp/burning pain. Hands so swollen, had to have ring removed. Hand pain with numbness. Also fatigue, diaphoresis, nausea, malaise, sed rate elevated. Also depression from all the above.